Event description:
During collimator change the operator had retrieved the wrme collimator from the back, going to the gantry and while going up over the pad the collimator fell off the cart and impacting her on her right foot.